Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 had two hardware failures involving the drawer and cubie and the drawer opened and made a loud continuous clicking sound, and the system could not detect that the drawer was opened. The customer also reported that rebooting the machine and manually releasing the drawer could not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed. A field service engineer (fse) replaced main row tray 4a, addressed the drawer repair, and reseated the row board connections. The system was then tested using the hardware testing application and verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.